Event description:
The defibrillator was implanted in 2000. In 2001, during patient's follow-ups, normal defibrillator functioning was confirmed but a decrease of the battery voltage was observed. Three months later, during another follow-up, the device could not be interrogated. It was therfore explanted, the defibrillation lead was also explanted because some insulation damages were observed.